Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Patient self tester alleging discrepant inratio values. Patient's therapeutic range 2-3, (B)(6) 2015 inratio = 1.9. (B)(6) 2015 inratio = 2.4. (B)(6) 2015 inratio = 1.4. (B)(6) 2015 patient self tester was experiencing leg pain and went to the hospital due to symptoms. At the hospital the physician determined the patient had a blood clot and the patient was hospitalized. Per patient, hospital lab results not available. Patient was treated with lovenox and coumadin was discontinued. Eliquis was prescribed for the patient. Hospital discharge date not provided. No additional information provided.

Manufacturer narrative:
Investigation conclusion: the customer did not provide a lab reference value for comparison. The accuracy of the customer's inratio inr result could not be determined without additional information. It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets release criteria. The product performed as expected. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot meets release specifications. The customer was reported to have aps and lupus. The patient's sample may have interfered with the inratio test and cannot be ruled out as a cause for the unexpected result. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.